Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(6) 2016. The fse confirmed the leak; the diluent supply to port 1 of the bsv (blood sampling valve) was pulled tight prematurely, interfering with the probe rinse block travel and causing a leak. The fse replaced the tubing, restoring proper probe rinse block travel, resolving the leak. (B)(4).

Event description:
A customer reported an uncontained leak of clear fluid behind the bsv (blood sampling valve) of a coulter hmx hematology analyzer. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat when the leak was observed. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with the event.